Event description:
It was reported that the patient's right ventricular lead had a lead integrity alert for oversensing and noise. A fracture of the lead is suspected. The ventricular fibrillation therapies were turned off and the lead remains in use for pace/sense purposes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alerts for lead failure predictor on (B)(6) 2012. There were ventricular non- sustained tachycardia episodes of less than or equal to 210 ms between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately three years ago the rv lead triggered a lead alert for high impedance, short v-v intervals and non-sustained ventricular tachycardia.